Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light on the device was flashing during a difficult intubation. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number 1506332 and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the light guide was broken, thus the complaint is confirmed. A CAPA was opened to address this issue.

Event description:
The customer alleges that the light on the device was flashing during a difficult intubation. The patient's condition is reported as fine.